Event description:
Per the clinic, the patient experienced recurrent fluid drainage, bleeding and granulation tissue formation at the abutment site. Subsequently, the abutment was removed under general anesthesia on (B)(6) 2025.